Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the instrument data and found the ion selective electrode (ise) quality control (qc) was out of specification and replaced it. The cse primed the system and calibrated it. The cse ran qc for the ise and observed that chloride (cl) was out of specification. The cse replaced the cl electrodes and performed coefficient of variations (cv) check multiple times. The cse recalibrated the system and ran qc twice, which resulted out of specification. The cse inserted the old electrodes and performed calibration again, which resulted out of specification. The cse replaced the ise electrodes and cl remained out of specification. The cse returned to the customer site and reviewed the ise qc data. The cse also observed the ethanol method was not calibrating. The cse replaced the flange tubing dilution probe dispenser pump (dop) and dilution probe wash pump (dcp) seals and resealed the connectors on electrodes. The cse performed a cv check with qc material. The cse calibrated the instrument three times and ran ise qc, resulting in specification. The cse adjusted the sample pipetting probe (spp) and dilution pipetting probe (dpp), after which calibration failed. The cse then used fresh calibrator reagents and calibration passed. The cause of the discordant, falsely low glu_3 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose hexokinase_3 (glu_3) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting higher. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu_3 result.